Event description:
Sudden and dramatic increase instances of gloves tearing or ripping open and exposing users skin during patient care activities. I do not recall ever tearing a glove throughout my career until the last few months where rips and tears are occurring every shift. Some of the patient care activities that have resulted in a torn glove (not all inclusive) include incontinence care, changing soiled linens, turning and sliding patients in bed, wound care, and post mortem care, all of which require the use of gloves to prevent the exposure and spread of pathogens. I have also witnessed a few accounts of coworkers's gloves tearing or ripping during patient care. The same manufacturer and product have been used for years at many different facilities including my current facility and have never broken a glove until the last few months which is the same time that the gloves felt thinner and appeared darker colored. I have had to use two pairs of gloves to prevent contact with contaminated sources.